Event description:
Baxter reported a "leak from the connection of ti-adapter" with the transfer set. The transfer set had been in use for 10 days. This was noted after use with no pt injury or medical intervention reported by the complaint coordinator.